Event description:
The thrombolytic brush catheter was used in conjuction with dialysis to clean out the graft; no declotting agent was used. During the procedure, the brush "met resistance inside the graft and broke off". The brush was removed with a snare, without adverse effects.